Event description:
Boston scientific received information that the patient implanted with this product experienced a pocket infection. The lead remains implanted.

Manufacturer narrative:
A revision procedure was planned. This investigation will be updated when additional information is provided.